Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the generator confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that during generator replacement the new generator was interrogated prior to being placed in the sterile field. It was reported that once the generator was placed in the sterile field and connected to the patient's existing lead that the generator was unable to be interrogated. It was reported that ten attempts were performed to establish communication, but were unsuccessful. It was reported that two programming systems were used to attempt programming and neither were plugged into the wall. Both systems were fully charged and the batteries in the wand were check. The generator was disconnected from the lead and the test resister was used to check the generator which gave the same problems. A new generator was then attached to the patient's lead. The new generator was able to be communicated with once in the sterile field. The generator was returned for analysis. Analysis is underway, but has not been completed to date.